Event description:
The pt received the scs system on (B)(6) 2009. It was reported that the pt requested that the scs system be removed stating that it did not provide relief. The pt reported that he had not used or charged his ipg in more than one year and is subsequently unable to charge the ipg. It was also reported that the charging system and pt programmer would not locate the ipg. Surgical intervention will be undertaken at a later date. No further info is available at this time.

Manufacturer narrative:
This ipg serial number is included in (B)(4). Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.